Event description:
Patient admitted for removal of infected saline filled left breast implant. Implant removed intact and sent to biomed per protocol (mcghan left breast implant style 468, lot 1508322). This was an transient injury, which required therapeutic or diagnostic intervention. The implant will be stored by the hospital for three years per protocol.